Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the battery is returned and the investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) failed to power on with a fully charged autopulse li-ion battery (sn unknown). No additional information was provided. No consequences or impact to patient. Refer to MFR 3010617000-2020-01080 for autopulse platform.